Event description:
This pacemaker was reported to have elevated current consumption on (B)(6) 2017. The device was explanted and replaced on (B)(6) 2018 due to a magnet read switch failure resulting in asynchronous pacing at 90bpm.

Manufacturer narrative:
The pacemaker was received for analysis. As a first step of the pacemaker analysis a visual inspection was performed, revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. The device was interrogated and the clinical observation could not be confirmed, the pacemaker was able to be interrogated. The analysis of the pacemakers memory content showed that the current consumption was normal and expected after the explant procedure of the device. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was found to be still sufficiently charged. The current consumption was as expected. Further investigations on the electronic module revealed that the magnetic switch of the device was damaged leading to an intermittent functionality of that component part. The quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. In summary, the clinical observation resulted from a damage of the magnetic switch leading to an intermittent contact resulting in the clinical observation. However, the pacemaker was able to provide a safe antibradycardia therapy even though some functions were deactivated due to a closed magnetic switch. The manufacturing records document a flawless device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable. It cannot be excluded that the presence of invasive external forces may have contributed to the clinical observation.